Event description:
It was reported that using a radial artery access approach during a procedure of the non-calcified, narrow, 80% stenosed, proximal left anterior descending (lad) coronary artery, pre-dilatation was completed using a 2.5 x 15 mm trek balloon dilatation catheter (bdc). A 3.5 x 23 mm non-abbott stent was implanted. During advancement, the 4.0 x 8 mm nc trek bdc kinked and during removal the shaft separated in two pieces. The nc trek was removed with the guide catheter. Using the same guide catheter, the procedure was completed using a 4.0 x 8 mm non-abbott bdc for post-dilatation. There was no adverse patient effect or a clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation and kink were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.